Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
While reporting a broken belt clip, the customer's mother reported that the customer had a blood glucose level over 600 mg/dl the night before the call. Caller stated that the high blood glucose level was treated with a manual injection. Blood glucose level was 280 mg/dl the morning of the call. No further information was provided.